Manufacturer narrative:
Beckman coulter field service engineer (fse) visited the customer's site and inspected the system. The fse could not confirm any active leaks, but did remove a clot from drain line which could have caused the baths to overflow resulting in intermittent leakage and the lower results recovered by the customer. The fse suspected this came from the customer running a clotted specimen. The fse also found the main board defective resulting in erratic hgb lamp voltages failures. As preventive maintenance, the fse replaced wbc bath, all silicone tubing connected to wbc bath. The fse ordered a new main board, and instructed the customer to discontinue the use of the instrument until the new main board was installed. The fse later replaced the main board and the analyzer is now operational without further hgb issues. Failure mode of the leak is related to clot in the drain line. The erratic hgb results were attributed to the defective main board. The instrument performed as expected, producing instrument generated error messages on all the runs and hgb voltage errors on the last rerun alerting the operator to an instrument problem.

Event description:
A customer reported that the coulter act diff2 hematology analyzer generated erroneous complete blood count (cbc) results for one patient. The customer also reported an uncontained leak underneath the instrument. The erroneous results were reported out of the laboratory. The customer sent the patient to the emergency room due to the critical values, and sent the sample tube to a reference laboratory for analysis. The testing on the same sample at the reference laboratory and testing on a re-drawn sample at the emergency department produced normal results which were considered correct. There was no report of death, injury, or change to patient treatment in connection with this event. The customer was wearing gloves and a lab coat at the time of the occurrence, and there was no report of injury or exposure to open wounds or mucous membranes. The data provided by the customer indicated that the initial testing produced critically lower wbc, rbc, hgb, hct, and plt results and higher mch and mchc results, with instrument generated messages for all parameters, except rdw, compared to both the reference laboratory and emergency department results. The customer re-ran the sample three more times and recovered erratic results with instrument generated messages. Upon third rerun, a fatal hgb error message was received. Although the initial run and all the reruns recovered with instrument generated messages, the customer did not understand the messages and reported the initial results outside the laboratory. The act diff 2 operator's guide contains following instruction for users: "if any flag appears, review the results according to your lab's protocol".